Event description:
Reporter called to submit a report about his adverse events from urolift device. He stated the urolift device was removed about 90 days ago because it was deployed incorrectly. He said after the device was removed, he lost his bladder function, bowel function and experienced sexual dysfunction. He said about 10 staples were used total. He said the 2 staples out of ten were used on his rectum and bladder. He said when the staples are deployed incorrectly it is has hard to remove them, without damaging the surrounding tissues. He went on saying, after the removal of the staples, he has the urge to urinate, but he cannot, and he also has the urge to move his bowel but he cannot. He said his wife is about to leave him because he is peeing everywhere. He thinks about 90% of the staples have been removed. He said his urine is very weak stream. He said his condition is 100% worse than before. He said he is messed up for the rest of his life.